Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient experienced a heart attack in (B)(6) 2021 and was placed on plavix. When he inserted the sensor on (B)(6), he started bleeding from the insertion site. He and his spouse were unable to stop the bleeding and went to the emergency department (ed). In the ed, the sensor patch and insertion area were soaked with an unspecified anticoagulant medication. The bleeding continued and did not stop until the sensor was removed. The patient was released from the hospital the following day. Since the event, his reported trouble standing as his legs are weak. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).